Event description:
Patient presented to the physician with blisters at the incision sites, tenderness, redness, inflammation, and a burning, painful sensation at the chest incision. On examination, the physician noted the ipg was mobile, raising suspicion that the anchors had detached. Physician brought the patient into the operating room, removed the ipg and sensing lead, implanted a newer ipg model, which does not require a sensing lead, sutured, and closed.